Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device logs did not capture a "no power on" event but did show multiple battery calibration required messages, suggesting possible battery issues. One instance showed ac power was connected. According to the x series operator's guide, battery performance can decline without regular use and rotation. Testing confirmed the device powers on with battery only, ac power only, and with both battery and ac power with no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.